Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. A fluoroscopy check was performed and the puncture was in the common femoral artery and the vessel looked "clear." The device was inserted into the artery without problem and good mark was obtained. The foot was deployed without problem. The needles were deployed, but the physician reported a "grinding feeling." The needles were then retrieved without problem, but a link break was noted. The physician typically uses his right thumb to park the foot, but the lever would not go down. The physician then wrapped both hands around the body of the device and used both thumbs to lower the lever. The body of the device cracked open. The foot then parked. There was no report of trauma or damage to the artery. Closure of the arteriotomy was achieved with an 8 fr. Angioseal. The patient was discharged as expected. There was no report of adverse patient effect.